Event description:
Upon routine outpatient follow-up, device found to be non-functional with battery voltage of 3.75v. Other results pointed to fracture of rv lead, which was intermittent causing spurious detection of v-fib. Attempted delivery of shocks probably depleted battery; but not felt by the pt due to fracture of the wires. Lead testing after removal of generator showed complete fracture of superior vena cava coil and of rv defib coil and proximal sensing ring. Unable to extract superior vena cava coil.